Event description:
Neurosurgeon performed high risk thrombectomy in cva pt. Pt was not tpa candidate secondary to eliquis. During thrombectomy, a stent grabs the clot and then the clot and stent are pulled out together. While pulling backwards on the clot and stent, the connected wire broke off and the stent became lodged in the carotid artery and could not be removed despite best efforts. This worsened the pt's stability and forced him to end the case and send the pt to ICU. Multiple co-morbidities were revealed in the ICU including probable lung and abdominal masses, he was not recovering neurologically, transitioned to comfort care and expired. Date of thrombectomy was (B)(6) 2017, date of death (B)(6) 2018.